Event description:
The account reported to the sales consultant: one of their surgeons complained that the cruciform screwdrivers with holding sleeves will not pick up the 2.0mm screws. The drivers worked fine with the 1.5mm screws. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents, part manufacturing date is 22 aug 2008, were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.